Manufacturer narrative:
The device was received for evaluation. During functional testing, an does not recognize closed door occurred. A review of the event history log revealed shut door - power off. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be they keyhole assembly. The keyhole assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize a closed door. This occurred during power up at the neonatal intensive care unit. (Nicu). There was no patient involvement. No additional information is available.